Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14917- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three infusion set cannulas kinked event within 3 hours of insertion. Event took place on (B)(6) 2024. Patient blood glucose at the time of issue was 410mg/dl. The site of insertion was in the right side of abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.